Event description:
The customer reported an issue with their meter. Customer also reported experiencing symptoms of low blood sugar and self treated. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of third party medical intervention, death, or serious injury.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.